Event description:
The customer reported that the system shut down on its own. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The emergency stop button had been pressed during the service call. The system was tested and found to be working as intended and put back into service.